Event description:
The patient reported receiving frequent e4 (occlusion) and e6 (mechanical) errors on his infusion device, leading to elevated blood glucose of up to 562 mg/dl. He lowered his blood glucose by injecting insulin via pen, and his blood glucose would decrease for 1/2 a day. His normal blood glucose level is 130 mg/dl. He changes his infusion site every 2 days and his infusion tubing every 4 days. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.